Event description:
It was reported intermittent occlusion alarms occurred that are noted to progressively getting worse. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies, continuing to use the pump for insulin therapy, has a back-up plan if necessary.